Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a bent cannula. The customer stated that they had high blood glucose of 368 mg/dl at the time of incident. The customer's blood glucose was 161 mg/dl at the time of call. The customer stated that they were nauseous and vomiting. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the reported that there was absence of no delivery alarm. The customer performed high pressure test and the insulin pump did not alarm no delivery. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The alarm feature and tone test functioned properly. No self-test anomaly noted. The insulin pump had minor scratched display window.